Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on fri sep 01 20:03:26 edt 2017 with MFR# 3004753838-2017-73314. The ack3 was received on fri sep 01 20:03:26 edt 2017 with coreid: (B)(4).

Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.